Event description:
Procedure: urological / gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Event description:
Per additional information received,as per pfs ¿bleeding after surgery, and it did not stop. She had to have a second surgery eight weeks later (reports not available) and has endured several other repair surgeries since. She has suffered with urinary frequency and urgency, an uncomfortable bulge and chronic pain.¿underwent revision and removal of vaginal graft; anterior and posterior repair, sacrospinous fixation and cystoscopy. Yes, following mesh revision surgery the patient presented with complications that required additional surgery. Underwent abdominal sacral colpopexy, anterior repair and cystoscopy for fallen bladder.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).